Event description:
Davinci monopolar scissor broke off intra-abdominally in patient. Instrument was unable to be detached from trocar. Trocar had to be removed from the patient to remove the instrument. New instrument applied and the procedure continued. There was no harm to the patient.